Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was verified to a defective digital board. The digital board was replaced to resolve the problem. The digital board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported issue.